Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, pauses were noted. No pacing spikes were visible on the ECG. The ventricular threshold was <1 v.